Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Failure to advance: the cause of the delivery issue was determined to be patient condition due to calcification. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported a patient was attempted to be implanted with an impella 5.5 for mechanical circulatory support. It was reported that the 5.5 cannula would not cross into calcified aorta. The pump was aborted and an impella cp was used. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.